Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said the device is "malfunctioning" and they are getting shocked. Patient was in a car accident on (B)(6) 2022 and that is when the shocking started. Patient said stim was off then they checked stim 3 weeks later and it wasn't off. Reviewed how to check the ins. Handset showed stim was off but the patient thinks stim is still on because they can still feel the shocking.

Event description:
Additional information was received from the patient. The patient called back and reiterated previously reported information: that their device worked perfectly beautifully for 3 months (it even helped their bowels) until they got in a car accident, and even though the x-ray looked ok, their "unit" started shocking them ever since. The patient stated it would still happen even with the ins turned off. The patient reiterated they'd received a nasty phone call from the hcp office telling them the hcp who implanted the device would no longer see the patient, and the patient stated they kept getting the runaround. They stated they reached out to another hcp, and the other hcp said that the patient should see the original implanting hcp. The patient stated they've never met with a medtronic rep like they were supposed to every year. Patient services reviewed the role of the rep with the patient, and the patient stated their insurance needed a referral to see a specialist, but they kept getting referred back to the same hcp who implanted it, who wouldn't see them. And a malfunctioning bladder stimulator. The patient stated they couldn't get anyone to take them on, and they've even gone to the emergency room for the shock, but they wouldn't page a rep for the patient and redirected the patient to follow up with a managing health care provider (hcp). Patient services stressed the importance of establishing care with an hcp to assist them with their issues, and the hcp could page a rep using the nas number that patient services provided the patient with. Patient services reviewed some of the hcps on a hcp search conducted at the patient's request while the patient was still on the call and sent the patient an email with the same listings. The patient was going to follow up with an hcp. Patient services wanted to note that the patient also mentioned how they had requested replacement cables in the past because the micro usb cable for the handset and communicator stopped working and that twice the cable was supposed to be sent to them but the patient never got it. The patient stated they were using another cable for another phone they had that worked to charge their external devices instead. The patient stated the same thing happened when they requested an ID card; however, they'd finally received the ID card. The patient was escalated on the call, and patient services did their best to document the reported information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are on bladder muscle relaxants. Patient said they are starting to have retention relapses but aren't able to get catheters from their insurance. Patient said if they change body positions, and bend at a 20 degree angle, that sets off their bladder and its mostly full but sometimes its just leakage (happened ever since the accident). Patient mentioned they had 3 weeks of continuous shocking after the accident. Patient said they tried taking bladder medications but the bladder meds interact with their allergy meds. They want to get the device removed, but they haven't been able to find anyone willing to.